Event description:
It was reported "a PICC insertion needle green protective cover did not engage correctly. It slipped right off the end of the needle. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regw2654 showed no other similar product complaint(s) from this lot number.